Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the lever was not staying up and there was spring damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine surgical procedure, it was discovered that the hand control device was ¿broken, something was loose inside¿ and ¿there was an e8 error message¿. The reporter indicated that ¿there was no spare device available, so the physician decided to use a foot pedal¿. There were no delays to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.